Event description:
It is reported that the devices were implanted in 2006. The post-op floro showed that one of the screw heads had penetrated the cocr and tm portions of the cup and passed completely into the pelvis. It was deemed to be safe to leave implanted.

Manufacturer narrative:
Evaluation summary: devices or images or x-rays not available for review. No further engineering analysis could be done with available information. Device history records indicate the devices were manufactured to specification.